Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. After a guide catheter and a guide wire crossed the lesion, a 2.75 x 8mm synergy ii drug-eluting stent was advanced to treat the lesion; however, it was noted that the stent delivery system was fractured while it was in the guide catheter. A balloon was inflated distally inside the guide catheter and then the guide wire and the stent was removed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.75 x 8mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 616mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. After a guide catheter and a guide wire crossed the lesion, a 2.75 x 8mm synergy ii drug-eluting stent was advanced to treat the lesion; however, it was noted that the stent delivery system was fractured while it was in the guide catheter. A balloon was inflated distally inside the guide catheter and then the guide wire and the stent was removed. The procedure was completed with a different device. No patient complications were reported.